Manufacturer narrative:
See investigation attached.

Event description:
Allegedly, patient underwent a left total hip replacement and received a mom hip system implants. Patient suffered pain, lack of mobility and high levels of toxic metal levels.